Manufacturer narrative:
The bed¿s control can be locked, preventing accidental activation of the bed¿s functions. The instructions for use for enterprise 5000x beds (746-577-en rev. 17) states: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Based on the collected information it is not possible to determine the cause of the reported issue, as the complained symptom was not recreated during device inspection. Arjo device failed to meet its performance specification since unintended movement was complained. It is unknown whether the device was used for a patient treatment when the malfunction was noticed. The complaint is deemed reportable due to the allegation of the unintended hi/lo movement.

Event description:
Arjo received a customer complaint concerning unintended movement of enterprise 5000x bed. The customer reported unintended hi-lo movement of the bed without pressing any buttons. There is no indication of patient involvement at the time of the event. No injury was sustained. The arjo engineer who attended the site was not able to recreate the complained symptom upon service visit. The inspection of the patient handsets revealed that both of them had slightly damaged membranes, the cables were intact. The connection of one or both of these handsets to the bed resulted in led indicators flashing and functional lockout. Apart from this finding, the visual condition of the bed was good. The technician replaced device handsets.